Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body and it was the distal portion of the stent that was flared.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x32mm synergy¿ stent was advanced to treat the lesion. However, when the device was advanced, it was noticed under angiography that the stent had an unusual image. After the device was removed, it was noted that the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.